Event description:
Physician was attempting to implant one resolute onyx drug-eluting stent (2.25mm x 34mm) to a calcified lesion in the lcx with severe vessel tortuosity. Lesion had not been pre-dilatated. No abnormality was noted during preparation of device and inspection prior to use. Resistance was noted advancing the device to / across the target lesion due to tortuosity. It was reported that the stent unravelled. Stent was then trapped by the guiding catheter when withdrawing. The deformed proximal edge of the stent has injured the mid portion of the radial artery (wound) with local hematoma. Lesion was treated by pre dilatation and a non-medtronic stent was implanted. Please note that this device (resolute onyx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (90% stenosis) related to another drug/device (guide catheter - transition shaft being stretched and detaching , hypotube kink and break and further stent deformation may have occurred as the stent snagged on the tip of the guide catheter during retraction). Deformation problem (stent, hypotube, shaft). Evaluation conclusions: patient's condition affected effectiveness of device (90% stenosis). Related to operational context (guide catheter - transition shaft being stretched and detaching , hypotube kink and break and further stent deformation may have occurred as the stent snagged on the tip of the guide catheter during retraction).

Event description:
Evaluation summary: the device was returned for analysis. The transition shaft had detached immediately proximal to the guidewire entry port. The material was stretched and jagged at the detachment site. The distal shaft was stretched and kinked distal to the guidewire entry port. The hypotube had detached 1.3cm distal to the strain relief. The hypotube was oval and jagged at the detachment site. A number of proximal stent segments were bunched and deformed. The remaining segments were intact. The distal tip was damaged. Image review: the procedural images confirm the tortuous and calcified nature of the left coronary vessels. The images capture the pre-dilation of multiple lesions and the delivery and deployment of stents. There are no images capturing the attempted delivery and subsequent deformation of the resolute onyx stent.

Manufacturer narrative:
Evaluation, results/conclusions: pre-dilation was not performed prior to attempted delivery of the stent. Stent deformation and hematoma. Lesion morphology. Severe vessel tortuosity and calcification. No results available since no evaluation performed. Device and procedural images provided but not yet reviewed. Conclusion not yet available. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.